Event description:
An impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with an unspecified indication. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. The patient was additionally noted to be receiving vasopressors and inotropes for hemodynamic support. No additional patient history was reported. During support, low pump flows were reported, with the impella cp device unable to achieve flows greater than 1.0 l/min. Evaluation identified a cannula kink, with tortuous iliac vessels reported as an additional contributing factor. Pump repositioning was performed; however, the low-flow condition did not resolve. Due to the persistent low flows associated with the cannula kink, the impella cp device was removed and exchanged for a second impella cp device. The device exchange was completed without any observed impact on the patient¿s hemodynamic status. While on support, the impella cp device was operating in auto mode with expected flows of 3.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The impella cp device was exchanged for a second impella cp due to the reported low-flow condition and cannula kink. The exchange was performed without consequence to the patient, and no additional adverse events were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.